Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy fluid. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with fortum and cloxa (doses, frequencies, duration and route not reported) for the event of peritonitis. At the time of this report the patient outcome of this peritonitis event was not reported. Action taken with dianeal therapy was not reported. No additional information is available.